Event description:
Patient reported their front right tooth is loose. The provided a mobility video which was reviewed and found patient to have slight mobility. Advised patient to hold in most comfortable aligner while they wait to see their dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.